Event description:
A facility pharmacist reported that during a vitrectomy procedure, no air infusion occurred during fax (fluid / air exchange), and a pt experienced decreased intraocular pressure and hypotonia intraoperative. The infusion line was re-plugged, but the issue remained. Air infusion was obtained by exchanging the cassette. The case was completed following a 20 minute delay. There was no harm to the pt.

Manufacturer narrative:
The customer did not retain a sample for this complaint report; functional testing could not be conducted. The customer's complaint history was reviewed for the period of one year; this is one of four complaints reported for this issue. Of the three possible lots associated with this complaint, this is the first complaints reported against all three of the finish goods lot and all three DHR's shows the product was released per specifications. The root cause is unknown. Without a sample, it is not possible to isolate the root cause. However, complaints of a similar nature have been received and the root cause in those cases is that the auto infusion valve (aiv) failed to open or had a high cracking pressure (pressure required to open the aiv to allow air passage). An internal investigation has been opened. (B)(4).